Event description:
It was reported in a service report that there was a missing footboard. No adverse consequences were alleged. During servicing, it was further reported that the motion interrupt pan was missing.

Manufacturer narrative:
Results: missing motion interrupt pan.